Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon informed a company representative that during an emergency vitreo-retinal procedure, the fluid to air exchange did not work and the eye collapsed. The eye was manually filled with air via a syringe as the fluid was removed and the procedure was completed. There was no harm to the patient. Partial sample was retained. No additional information is expected.

Manufacturer narrative:
The device history record showed the product was released per specifications. The returned wet infusion manifold was visually inspected. No obvious defects or anomalies were observed on the infusion manifold. An auto infusion valve (aiv) cracking pressure was performed utilizing an external pressure source. The pressure was incrementally increased until the valve actuated. The sample was non-conforming due to the higher than expected cracking pressure. The root cause of the customer¿s complaint was the failure of the device to switch from fluid to air whereby the aiv failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage). (B)(4).